Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The procedure was a stenting of the right common iliac artery. The target vessel was heavily calcified and mildly tortuous. Rate of stenosis was unknown. The patient was male, age unknown. Access site was brachial artery. The smart control stent was inaccurately placed distal to the intended target lesion. An additional stent was placed to cover the whole target lesion, and the procedure was completed successfully. There was no adverse event and the patient is in stable condition.